Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Random infection prevention inspection found port snap cap open. No samples provided yet.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Random infection prevention inspection found port snap cap open. No samples provided yet.

Event description:
It was reported that bd venflon pro safety 22ga 0.9mm od 25mm l cap was loose. The following information was provided by the initial reporter: random infection prevention inspection found port snap cap open. No samples provided yet.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.